Event description:
It was reported that patient had multiple fluctuating episodes of withdrawal and overdose (time period was unknown). A dye study was done early november that showed inability to aspirate through side port. It was stated that the physician opted to push dye. The dye was pushed through cap (catheter access port) easily however no dye was seen intrathecally but the dye was seen behind the pump. Patient was hospitalized. Patient reportedly had experienced altered mental status and overdose symptoms especially, altered level of consciousness and increased spasticity. Intraoperatively it was observed that the catheter was kinked several cms from the pump connection. The proximal catheter was removed and replaced with a new sutureless connector. Following explant, the surgeon attempted to troubleshoot the device and on the back table, injected saline through side port with catheter tip clamped and did not observe any leakage through catheter walls. Surgeon then injected backward from open tip of removed catheter to simulate kink and at first no leakage was seen but with repeated attempts, the surgeon reported that the pump connector rocked slightly and released fluid. Surgeon questioned about the amount of back pressure that the connector could tolerate and whether it failed. It was added that the pump was also replaced prophylactically since patient "had to go to or and eri (elective replacement indicator) was 10 months." There was no suspected malfunction with the pump related to this event. Drug delivered via the device was gablofen

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned portion of catheter found a leak at the pump connection site starting at 6 psi. No real root cause for the leak was found. Of note was that the inside of the catheter connector had dark fm and some "rough" looking silicone like material as well inside. The pump passed dispense and infusion testing, and pump logs indicated no anomalies.